Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call reservoir was leaked and snap cap popped off. Customer¿s blood glucose level was unknown. Customer stated that the location of the leak was two where plunger rod goes. Customer stated that the leak was past second o ring. Customer reported that the medium air bubble in reservoir. The reservoir will be returned for analysis.